Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the impactor pad fractured upon impaction with the femoral component. The device was not needed the rest of the case. No adverse events were reported as a result of this malfunction.